Event description:
The port was placed on the left side on 8/23/96. It was reported that there was difficulty infusing medication into the port and tissue swelling around the port. An x-ray was taken which showed the catheter had broken away from the port. The port was removed and replaced on 8/28/96.